Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2011, patient underwent following procedure: t12 corpectomy through combined and open thoracolumbar approach; t11-l1 anterior interbody arthrodesis for spinal deformity 3 levels; application of biomechanical interbody device; posterior arthrodesis for spinal deformity t9 through l2-l6 levels. Pre-op and post-op diagnosis: thoracolumbar kyphosis, post traumatic. Complications: reduction od right motor evoked potentials when repositioning the patient for posterior arthrodesis. Motor evoked potentials returned by end of case. As preop notes: ".. A globus expandable cage was selected and packed with rhbmp-2/acs. It was placed within the t12 corpectomy defect and expanded. Radiographs taken in ap and lateral planes identifying adequate placement of cage.. Right motor evoked potential were unable to be elicited.. Thoracotomy site was reopened and it was noted that cage had migrated slightly posteriorly at t12-l1 endplate. The cage was then removed. The right motor evoked potential returned to normal once cage was removed.. Attention was turned back to corpectomy site. A globus expandable cage made of peek material was selected. Rhbmp-2/acs was placed deep into the corpectomy site.." On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.